Event description:
Directly after my 2005 surgery consisting of a right ovary removal, hysterectomy and grafting posteriorly and anteriorly for cystocele and rectocele, I was in excruciating pain and was unable to urinate and defecate on my own. I spent months catheterizing my bladder full-time, seeing a pain management doctor - cortisone injections, physical therapy and medications for my bowels and bladder and a second opinion to ultimately have another surgery, early 2006 to remove the grafting material. This minimally improved the pain but I was still unable to urinate and defecate on my own -requiring bladder catheterization and medications for bowel management. Shortly after, I had very significant bladder and rectal prolapsing -worse than before the early surgery as well. After being evaluated by an urology surgeon, I had surgery in 2006 for sacral colpopexy robotically and a urethrolysis. This improved the prolapses and after 6 weeks, I began for the first time to urinate on my own since original month, still needing to catheterize for high residual volumes. My bowel problems continued. In early 2008, I was evaluated by a team of physicians - after many consults locally. It was recommended to have a device, sacral nerve stimulator, implanted to improve bladder and bowel functions. In 2008, it was implanted. Attempts were made to have bilateral leads placed to maximize the potential for good function; however, due to the "sciatica-like" pain on my left side from the original surgery, I could only tolerate leads in the right side of my body. Apparently, from what I've been told, the grafting in the same month surgery had to be attached to some muscle and a permanent stitch which seemingly was removed in early 2006, revision surgery may have contributed to the chronic sciatica-like pain that I still live with today. However, I also have been told that there was nerve damage. Physical therapy had been attempted for this problem and to improve bowel function with no success; thus resorting to implanting the stimulator. It is questionable at this time how much the nerve stimulator is helping since I continue to need to catheterize 2x/day and to take medication to evacuate my bowels, either enemas or laxatives, in conjunction with a prescription "motility" drug amitiza. I'm still being seen by the urology surgeon to assess the stimulator and frequent uti's which I never dealt with prior ot this original of surgery.